Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced emotional distress ("severe emotional distress"). The patient was treated with surgery (laparotomy on (B)(6) 2016 and bilateral salpingostomy with removal of the essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and emotional distress outcome was unknown. The reporter considered abdominal pain, emotional distress and pelvic pain to be related to essure (ess205). The reporter commented: she sought treatment on multiple occasions for symptoms of pelvic and abdominal pain, among other symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) location of the perforation: uterine spilt,"), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea") in a 44-year-old female patient who had essure (ess205) (batch no. 623457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, hypocholesteremia, hyperlipidemia, cholecystectomy, cesarean section and knee arthroscopy. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included headache, neck pain, depression, hot flashes, irregular periods, irregular periods, seizures, syncope, allergic rhinitis, hyperlipidemia, sinusitis, sore throat, congestion nasal, queasy, general body pain, dizziness, dizziness, unilateral leg swelling, myalgia, diaphoresis, rhinorrhea, hair loss, weight fluctuation, chest tightness, acne, cystitis cystica, heartburn, vomiting, diarrhea, high cholesterol, vaginal bleeding, dry mouth, chest tightness, lightheadedness, palpitations, shortness of breath, tachycardia, pain in thigh, pain in thigh, constipation, hydrometra, postmenopausal bleeding, breast tenderness, myalgia and bone lesion excision (left shoulder rotato cuff). Concomitant products included clindamycin from (B)(6) 2016, clonidine (catapres) from (B)(6) 2016, epinephrine (epipen) from (B)(6) 2016, ibuprofen since (B)(6) 2016, lotrel from (B)(6) 2016, metronidazole (flagyl) since(B)(6) 2016, minocycline hydrochloride (minocyclin) from (B)(6) 2016, naproxen since (B)(6) 2016, omeprazole (prilosec) since (B)(6) 2016, oxycocet (percocet) since(B)(6) 2016, simvastatin from (B)(6) 2016, spironolactone from (B)(6) 2016, tretinoin (retin a) since (B)(6) 2016 and vitamedin from (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, 3 years 11 months after insertion of essure (ess205), the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), emotional distress ("severe emotional distress"), peritoneal adhesions ("adhesions omentum left fallopian tubes, and left sidewall"), pelvic adhesions ("other injury(ies) or complication (s) please describe: pelvic adhesions"), abdominal pain lower ("left lower quadrant pain") and abdominal pain upper ("left upper quadrant pain"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy, bilateral salpingectomy), surgery (laparotomy on (B)(6) 2016 and bilateral salpingostomy with removal of the essure on (B)(6) 2016) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, emotional distress, nausea, fatigue, peritoneal adhesions and pelvic adhesions outcome was unknown and the pelvic pain, abdominal pain, abdominal pain lower and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, emotional distress, fatigue, nausea, pelvic adhesions, pelvic pain, peritoneal adhesions and uterine perforation to be related to essure (ess205). The reporter commented: there were four coils left and on the left side and because of possibility of slightly deeper insertion, the device was inserted. I did see the tubing device and the tubal ost1um, but I did not see the coil she sought treatment on multiple occasions for symptoms of pelvic and abdominal pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion (B)(6) 2016: x ¿ ray of abdomen: findings: a right device projects over the left mid abdomen. Tubal ligation devices project over the pelvis. Cholecystectomy clips project over the right upper quadrant. (B)(6) 2016: surgical pathology exam:: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: atrophic/inactive endometrium with focal pink cell metaplasia, focal acute inflammation, and associated benign adenomyosis: negative for atypia, hyperplasia, and malignancy_ endometrial scarring within the lower uterine segment region - suggestive of prior ablation therapy, with associated dense serosal fibrous adhesions_ no cervical tissue identified_ intact fimbriated fallopian tube with a small benign paratubal cyst, a small cystic walthard's nest, and focal endosalpingiosis_ separate stump segment of benign fallopian tube noted: both tubes contain synthetic essure coil devices. Gross description: received in formalin and labeled with the patient's name and "uterus, cervix, bilateral tubes", is a 102 gram hysterectomy specimen including a disrupted portion of uterus (uterine fundus with partial uterine body and minimal possible lower uterine segment), measuring up to 7 x 5 x 4_5 cm, with an attached glistening brown-tan fimbriated fallopian tube measuring 5.5 cm in length x up to 0.6 cm in diameter, and a minimal attached proximal portion of another fallopian tube measuring 0.5 cm in length x 0.5 cm in diameter. The specimen is without definitive cervix grossly identified. The specimen is sectioned to reveal trabeculated pink-tan cut surface of myometrium with portion of overlying glistening tan-brown serosal surface and gray-tan endometrium (0.1 cm thick), and is without a definitive lesion 1 mass grossly identified on sectioning. The fallopian tubes are cross sectioned to reveal gray-tan-brown cut surfaces with pinpoint lumens, and appear grossly unremarkable, the intact tube shows an up to 0.4 cm thinwalled cyst filled with clear blood grossly identified next to the fimbriated end. An essure coil is grossly identified in each fallopian tube (proximal portion of each fallopian tube). Gross photographs are taken. Representative sections are submitted in cassettes ms-16-1515 as follows: a 1 and a2: possible lower uterine segment. A3 and a4: representative myometrium with overlying serosal surface and endometrium. A5: fallopian tube to include fimbriated end and 1 paratubal cyst (bisected). A6: cross section of proximal portion of another fallopian tube quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) location of the perforation: uterine spilt,"), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea") in a 44-year-old female patient who had essure (ess205) (batch no. 623457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, hypocholesteremia, hyperlipidemia, cholecystectomy, cesarean section and knee arthroscopy. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included headache, neck pain, depression, hot flashes, irregular periods, irregular periods, seizures, syncope, allergic rhinitis, hyperlipidemia, sinusitis, sore throat, congestion nasal, queasy, general body pain, dizziness, dizziness, unilateral leg swelling, myalgia, diaphoresis, rhinorrhea, hair loss, weight fluctuation, chest tightness, acne, cystitis cystica, heartburn, vomiting, diarrhea, high cholesterol, vaginal bleeding, dry mouth, chest tightness, lightheadedness, palpitations, shortness of breath, tachycardia, pain in thigh, pain in thigh, constipation, hydrometra, postmenopausal bleeding, breast tenderness, myalgia and bone lesion excision (left shoulder rotato cuff). Concomitant products included clindamycin from (B)(6) 2016 to (B)(6) 2016, clonidine (catapres) from (B)(6) 2016 to (B)(6) 2016, epinephrine (epipen) from (B)(6) 2016 to (B)(6) 2016, ibuprofen since (B)(6) 2016, lotrel from (B)(6) 2016 to (B)(6) 2016, metronidazole (flagyl) since (B)(6) 2016, minocycline hydrochloride (minocyclin) from (B)(6) 2016 to (B)(6) 2016, naproxen since (B)(6) 2016, omeprazole (prilosec) since (B)(6) 2016, oxycocet (percocet) since (B)(6) 2016, simvastatin from (B)(6) 2016 to (B)(6) 2016, spironolactone from (B)(6) 2016 to (B)(6) 2016, tretinoin (retin a) since (B)(6) 2016 and vitamedin from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, 3 years 11 months after insertion of essure (ess205), the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), emotional distress ("severe emotional distress"), peritoneal adhesions ("adhesions omentum left fallopian tubes, and left sidewall"), pelvic adhesions ("other injury(ies) or complication (s) please describe: pelvic adhesions"), abdominal pain lower ("left lower quadrant pain") and abdominal pain upper ("left upper quadrant pain"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy, bilateral salpingectomy), surgery (laparotomy on (B)(6) 2016 and bilateral salpingostomy with removal of the essure on (B)(6) 2016) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, emotional distress, nausea, fatigue, peritoneal adhesions and pelvic adhesions outcome was unknown and the pelvic pain, abdominal pain, abdominal pain lower and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, emotional distress, fatigue, nausea, pelvic adhesions, pelvic pain, peritoneal adhesions and uterine perforation to be related to essure (ess205). The reporter commented: there were four coils left and on the left side and because of possibility of slightly deeper insertion, the device was inserted. I did see the tubing device and the tubal ost1um, but I did not see the coil she sought treatment on multiple occasions for symptoms of pelvic and abdominal pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion (B)(6) 2016: x ¿ ray of abdomen: findings: a right device projects over the left mid abdomen. Tubal ligation devices project over the pelvis. Cholecystectomy clips project over the right upper quadrant. (B)(6) 2016: surgical pathology exam:: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: atrophic/inactive endometrium with focal pink cell metaplasia, focal acute inflammation, and associated benign adenomyosis: negative for atypia, hyperplasia, and malignancy. Endometrial scarring within the lower uterine segment region - suggestive of prior ablation therapy, with associated dense serosal fibrous adhesions. No cervical tissue identified. Intact fimbriated fallopian tube with a small benign paratubal cyst, a small cystic walthard's nest, and focal endosalpingiosis. Separate stump segment of benign fallopian tube noted: both tubes contain synthetic essure coil devices. Gross description: received in formalin and labeled with the patient's name and "uterus, cervix, bilateral tubes", is a 102 gram hysterectomy specimen including a disrupted portion of uterus (uterine fundus with partial uterine body and minimal possible lower uterine segment), measuring up to 7 x 5 x 4_5 cm, with an attached glistening brown-tan fimbriated fallopian tube measuring 5.5 cm in length x up to 0.6 cm in diameter, and a minimal attached proximal portion of another fallopian tube measuring 0.5 cm in length x 0.5 cm in diameter. The specimen is without definitive cervix grossly identified. The specimen is sectioned to reveal trabeculated pink-tan cut surface of myometrium with portion of overlying glistening tan-brown serosal surface and gray-tan endometrium (0.1 cm thick), and is without a definitive lesion 1 mass grossly identified on sectioning. The fallopian tubes are cross sectioned to reveal gray-tan-brown cut surfaces with pinpoint lumens, and appear grossly unremarkable, the intact tube shows an up to 0.4 cm thinwalled cyst filled with clear blood grossly identified next to the fimbriated end. An essure coil is grossly identified in each fallopian tube (proximal portion of each fallopian tube). Gross photographs are taken. Representative sections are submitted in cassettes ms-16-1515 as follows: a 1 and a2: possible lower uterine segment. A3 and a4: representative myometrium with overlying serosal surface and endometrium. A5: fallopian tube to include fimbriated end and 1 paratubal cyst (bisected). A6: cross section of proximal portion of another fallopian tube. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received. Events nausea, dysmenorrhea, fatigue, uterine perforation ,upper & lower abdominal pain ,pelvic adhesion & omentum adhesion were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.